Manufacturer narrative:
Patient's medications: fluoxetine, miralax, tylenol, vitamin d3, zofran, zosyn, aspirin, doxazosin, lansoperazole, oxycodone, oxybutynin, pravastatin, and sotalol. (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2016, the patient presented with a suspected type 1 or type 2 endoleak. Imaging identified a suspected type 2 endoleak from a pair of lumbar arteries. On the same day, the patient was implanted with an aortic extender component for proximal extension as a precaution for the suspected type I endoleak. It was reported after implanting the aortic extender component, the type 2 endoleak appeared to have been covered and the type 2 endoleak was no longer present. The patient tolerated the procedure.